Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient had difficulty charging and premature battery depletion. Also per the patient's request, the patient needs MRI imaging and the patient has only been able to get myelograms due to their old ins not being fully MRI compatible, so the system was replaced with a newer MRI compatible ins. The patient has been having other health complications and the myelograms were no longer giving the patient's physicians enough information. The patient's issues were resolved at the time of the report. It was also noted that the patient's medical history includes being a smoker and previous back surgeries. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the manufacturer representative worked with the patient to ensure that the patient was going through the process of charging correctly and the device was charging appropriately; however, the device would take the patient half the day to charge. The main reason for the new device was due to the patient needing an MRI. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. If information is provided in the future, a supplemental report will be issued.